Event description:
Biomed at the user facility reported a xdcr fault on one of their ventilators. When he tried to calibrate the transducers, he could not get the touch screen to work (it would not respond to touch). This event occurred during performance checks.

Manufacturer narrative:
Carefusion technical support advised that the biomed to recalibrate the screen, due to the fact that the functions were not within the target point of control. As of (B)(6) 2015, no further assistance has been requested regarding this issue.